Event description:
An alarm was reported by the caller, identified as alarm 2 followed by alarm 26, without preceding occlusion events on the same day. There was no adverse impact on the customer¿s blood glucose level, as it remained within normal range. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin therapy. Additionally, due to recurring occlusion problems, further assistance was requested from cts.